Event description:
It was reported that the patient received an inappropriate shock due to oversensing of the fractured right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The lead was returned with an in-vivo breached depression to the outer insulation. (B)(4).